Manufacturer narrative:
(B)(4). Batch # p57l0d. Device analysis: the analysis results found that an ecr45b device was returned outside its original package, only the tyvek was returned. Upon visual inspection, it was noted that the cartridge pan was found dislodged. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it was found that the cartridge pan came off when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.